Event description:
It was reported the blue luer was leaking, medication flowed out between the intermediate piece of the cap and the tube, patient had no bolus. No patient injury was reported.

Manufacturer narrative:
Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problem or issues were identified during the device history record review. One picture was attached and reviewed. The attached picture shows the male blue luer connector. No leaks, or defects, are visible in the picture. Per the photo submitted the reported failure mode is not confirmed. Functional testing could not be performed as no product was returned for analysis. No root cause can be determined from the picture submitted and no product was returned for analysis. No corrective actions taken.